Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture found via surgery, implant exchange, and capsulectomy. The device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture was requested on feb 24, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture found via surgery, implant exchange, and capsulectomy. The device has been explanted.